Event description:
A physician reported that during an intraocular lens (iol) implant procedure during the implantation of a preloaded intraocular lens. The posterior haptic was presumably cut by the plunger of the injector. Prior to implantation, the posterior haptic was bent only in its distal part. The posterior haptic was deformed (severed) during placement of the iol into the capsular bag. The damaged iol was cut and removed during initial procedure and replaced with similar iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).